Event description:
Additional info provided by the hcp indicates that approx 3 weeks after implant, the pt presented with pus drainage from the "lead track and the battery." A culture revealed staph and he was treated with device system explant and both IV and oral antibiotics for 3 weeks. The infection was thought to be related to decayed teeth. They were pulled and the pt was reimplated in novemeber. Pt is reported to be doing well.

Event description:
Hcp reported removed about two months ago - infection. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.